Event description:
It was reported that the patient had her catheter revised in the past. No further details were provided. It was unknown what drug the device system delivered at the time of the event. No patient symptoms had been reported at this time. Additional information was requested to clarify event details, patient symptoms, drug, and patient status after the revision. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8711, lot# n154012033, implanted: 2008-(B)(6), product type catheter. (B)(4).